Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910 . The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced redness at the peg site. On an unknown date the patient was treated with cefovit forte 500mg for the stoma site.